Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Occlusion, thrombosis, and angina are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that on (B)(6) 2013, after pre-dilatation the 2.75x38mm xience xpedition stent implant was successfully deployed to treat a concentric lesion in the mildly tortuous proximal left anterior descending (lad) artery. Post-dilatation was performed. On (B)(6) 2014, the patient presented with angina, and angiogram revealed occlusion of the lad due to thrombosis. After the lesion was crossed with a guide wire, dottering was performed with an unspecified balloon dilatation catheter (bdc). Thrombosuction was done due to the high thrombus burden. Pre-dilatation was performed with an unspecified bdc, followed by deployment of a xience prime stent implant. Reportedly, thrombolysis in myocardial infarction (timi) iii was maintained at the end. There were no reported adverse patient sequela. There was no additional information provided.